Event description:
In our institution, the cpoe ordering system allows a viewing of the current medications and other orders and a screen to discontinue and replace the dose and frequency. There have been several circumstances in which the original order for warfarin and other medications, a potentially dangerous and life-threatening therapy, was replaced using this mechanism of the cpoe. When the process is completed, there should be only one order for the medication in question on the active medication administration list. We have determined that there is a software code defect such that the original order does not get deleted (and moved to another silo). We see that there are now two active orders for the same medication. If the time schedule is different, there is above average likelihood that the pt will get both doses. Most users describe this poe system as "dangerous" and that there is indication to remove it from use.